Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was unresponsive to new battery. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. Customer stated that the insulin pump during rewind or prime had a grinding noise and was louder, plastic on reservoir cap was breaking and cracks around reservoir compartment. The device will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with broken reservoir tube lip noted. Pump passed displacement test. The test reservoir was able to lock in place. Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test , occlusion test, off no power test, self test and all operating currents test. No blank display were noted. No anomaly noted during testing.